Event description:
During dbe procedure, the overtube became separated from scope and practitioner unable to retrieve with multiple attempts. Pt was scheduled for surgical repair of small bowel stricture site and removal of overtube. Dates of use: (B)(6) 2010. Diagnosis or reason for use: anemia.